Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during fill 3 of 5 while refilling the heater bag. During troubleshooting, the baxter technical services representative (tsr) asked the hp to add a new bag to an unused supply line, but the hp swapped out the heater bag instead. The tsr assisted to end therapy and advised the hp to never disconnect bags during therapy. The hp would start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2011 and informed the rn of the hp's use error. She stated that the patient was doing well. There were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error "failed to follow therapy steps" was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.